Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery lung segmental resection, while firing, the device generated a click sound and then the handle could not be squeezed. The doctor pulled back the loop handle and the jaws could be opened, so a new device was used.